Event description:
Patient came to surgeons office with draining wound. Infection was diagnosed.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 500-03-48c, primary tritanium hemi solidback cup 48mm, lot code: mjnnxt; cat. No.: 6570-0-132, delta v-40 ceramic head 32/0, lot code: 49430602; cat. No.: 6721-0330, size 3 accolade ii 127 deg, lot code: 49291801. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident liner was reported. The event was confirmed. Method and results: device evaluation and results: the device was returned assembled with the trident shell and ceramic head. The assembled device appeared unremarkable. Medical records received and evaluation: a medical review was performed and concluded: "there are no device-related factors active in this case and this pi is not device-related." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: a medical review was performed and concluded, "this pi case is caused by a mix of adverse patient-related and procedure-related factors. There are no device-related factors active in this case and this pi is not device-related." No further investigation is required at this time. If additional relevant information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient came to surgeons office with draining wound. Infection was diagnosed.